Manufacturer narrative:
MDR 3003442380-2024-01210 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula was kinked/bent events and experienced infusion set (ifs) falling off, first event occurred on (B)(6) 2024 and second event on (B)(6) 2024. Both the events occurred within 3 hours of insertion. The insertion site was at abdomen. For the first event the patient went to emergency room and was hospitalized on (B)(6) 2024 at intensive care unit (ICU). The blood glucose level was over 400 mg/dl at the time of hospitalization and high ketones values and the patient was treated with insulin drip bolused via the pump. The patient was released from hospital on (B)(6) 2024. Moreover, the same event happened on (B)(6) 2024 and the customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.